Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had issues with the blood pressure indices. There was patient involvement and no injury or harm reported.

Manufacturer narrative:
Due to character limitations: complete event site name: atrium health carolinas medical. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was taking care of a patient on both ECMO and iabp therapy. No active alarms were present, but the customer inquired why the blood pressure numbers from the balloon pump and bedside monitor were so different. It was reported that current pump indices of 177/91 (149), an augmentation of 192 with an appropriate waveform via fiber-optic. Customer gave a brief history of placing radial arterial lines for bedside monitoring but eventual success with arterial pressures of 70s/40s (30s). Customer facility policy was to only use the bedside map for titrating medications and when the radial lines were placed, the orders were to aggressively treat the supposed hypotension. Current pressure on the pump were elevated and the radial maps were now >60. Personnel discussed reasons for differences in pressures from both intra-aortic pressures and pump indices vs bedside monitor indices. Customer was told to transition to the transducer for comparison and similar numbers and waveform quality were present. Images in both 1:1 and 1:2 showed appropriate waveforms and timing. The customer also verified placement of balloon catheter, and the attending was satisfied with placement.personnel suggested flushing the inner lumen with the pump in standby to verify patency of the inner lumen. She was unable to see forward flow through the drip chamber indicating appropriate movement through the inner lumen. Facility policy prohibited her from aspirating, and personnel asked them to request the process be done by an app or md. After troubleshooting it appeared the pump and catheter were working appropriately and personnel was unable to explain the reason for the low pressures on the bedside monitor. For good measure the customer was told to replaced the electrodes as well to optimize the ECG signal and put the pump back in auto mode, which was semi auto before but the customer was unsure why.only other troubleshooting step would be to exchange consoles to confirm it was not a pump issue. Customer declined this step but would keep personnel updated on the progress of the patient and situation.